Manufacturer narrative:
Manufacturer's report date: 02/26/2014. Internal file no: (B)(4). No devices received, log review only. The reported over infusion could not be confirmed. The event log review noted on (B)(6) 2014 at 6:49 pm, the user programmed a basic infusion at a rate of 75ml and vtbi of 1000ml. This infusion should have lasted 24 hours. An alarm of air in line occurred on (B)(6) 2014 at 4:27 am; and then the pump module was powered off. A total volume of 722.572ml was infused. The reason for the premature stoppage could not be ascertained from the log analysis. There were no error codes or malfunctions recorded by the pc unit. The root cause of the reported over infusion could not be determined.

Event description:
The customer reported tpn was programmed at 75ml/hr to go over 9 hours (675mls). The pharmacy sent up a bag of 1800mls. After 9 hours, the entire bag had infused. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available.